Event description:
It was reported that "immediately after treatment start, there is an arterial suck whit much air in the bloodlines". The bloodlines were checked and it was noted that the "arterial line come loose from arterial side on the catheter". Bloodloss was 5-10ml.